Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, vaginal discharge, hair loss and perineal pain. Previously administered products included for an unreported indication: depoprovera and ortho-tri-cyclen lo. Concurrent conditions included obesity and iron deficiency. Concomitant products included iron since 2014. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain") and mood swings ("mood swing"). In 2010, the patient experienced premenstrual syndrome ("hormonal changes describe: excessive pms") and abdominal pain lower ("pain; lower abdomin"). In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine/ migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), iron deficiency ("iron deficiency"), amnesia ("memory loss") and blood loss anaemia ("blood loss anemia"). Essure treatment was ongoing at the time of the report. At the time of the report, the heavy menstrual bleeding, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vaginal haemorrhage, premenstrual syndrome, abdominal pain lower, back pain, iron deficiency, amnesia, abdominal pain upper, mood swings, abdominal pain and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, iron deficiency, migraine, mood swings, premenstrual syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 (previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Discrepancy noted as essure implant date: (B)(6) 2009 and (B)(6) 2010 (as per pif). Current weight 230 lbs. As per pfs dated (B)(6) 2020: essure not removed. If you have not had your essure removed, are you currently planning for essure removal? Yes had a surgery scheduled but had to cancel it because of her iron deficiency anticipated or scheduled date: hasn¿t scheduled anything yet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2009: total bilateral occlusion. X-ray - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: rcc was updated. Marked significant due to imdrf-FDA code synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera and ortho-tri-cyclen lo. Concurrent conditions included obesity and iron deficiency. Concomitant products included iron since 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced premenstrual syndrome ("hormonal changes describe: excessive pms") and abdominal pain lower ("pain; lower abdomin"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/ migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain upper ("stomach pain"), mood swings ("mood swing") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("lower back pain"), iron deficiency ("iron deficiency") and amnesia ("memory loss"). The patient was treated with surgery (essure removal- scheduled). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vaginal haemorrhage, premenstrual syndrome, abdominal pain lower, back pain, iron deficiency, amnesia, abdominal pain upper, mood swings and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, iron deficiency, menorrhagia, migraine, mood swings, premenstrual syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note din essure implant date (B)(6) 2009 (previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Discrepancy noted as essure implant date : (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan - in (B)(6) 2009: total bilateral occlusion. X-ray - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: pfs received : events added-memory loss, mood swing, stomach pain, abdominal pain. Events onset date, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, vaginal discharge, hair loss and perineal pain. Previously administered products included for an unreported indication: depoprovera and ortho-tri-cyclen lo. Concurrent conditions included obesity and iron deficiency. Concomitant products included iron since 2014. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain") and mood swings ("mood swing"). In 2010, the patient experienced premenstrual syndrome ("hormonal changes describe: excessive pms") and abdominal pain lower ("pain; lower abdomen"). In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine/ migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), iron deficiency ("iron deficiency"), amnesia ("memory loss") and blood loss anaemia ("blood loss anemia"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vaginal haemorrhage, premenstrual syndrome, abdominal pain lower, back pain, iron deficiency, amnesia, abdominal pain upper, mood swings, abdominal pain and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, iron deficiency, menorrhagia, migraine, mood swings, premenstrual syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009. (Previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Discrepancy noted as essure implant date: (B)(6) 2009. Current weight 230 lbs. As per pfs dated 08-dec-2020: essure not removed. If you have not had your essure removed, are you currently planning for essure removal? Yes. Had a surgery scheduled but had to cancel it because of her iron deficiency anticipated or scheduled date: hasn't scheduled anything yet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2009: total bilateral occlusion. X-ray - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Reporter's information added . Event:blood loss anemia added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma, vaginal discharge, hair loss and perineal pain. Previously administered products included for an unreported indication: depoprovera and ortho-tri-cyclen lo. Concurrent conditions included obesity and iron deficiency. Concomitant products included iron since 2014. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach pain") and mood swings ("mood swing"). In 2010, the patient experienced premenstrual syndrome ("hormonal changes describe: excessive pms") and abdominal pain lower ("pain; lower abdomin"). In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced migraine ("migraine/ migraines / headaches"), headache ("headaches"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), iron deficiency ("iron deficiency"), amnesia ("memory loss") and blood loss anaemia ("blood loss anemia"). Essure treatment was ongoing at the time of the report. At the time of the report, the heavy menstrual bleeding, dyspareunia, female sexual dysfunction, dysmenorrhoea, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vaginal haemorrhage, premenstrual syndrome, abdominal pain lower, back pain, iron deficiency, amnesia, abdominal pain upper, mood swings, abdominal pain and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, iron deficiency, migraine, mood swings, premenstrual syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 (previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Discrepancy noted as essure implant date : (B)(6) 2009 and (B)(6) 2010(as per pif). Current weight 230 lbs. As per pfs dated (B)(6) 2020: essure not removed. If you have not had your essure removed, are you currently planning for essure removal? Yes had a surgery scheduled but had to cancel it because of her iron deficiency anticipated or scheduled date: hasn¿t scheduled anything yet . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2009: total bilateral occlusion. X-ray - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal- scheduled). At the time of the report, the menorrhagia, dyspareunia, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, migraine, headache, tooth disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy note din essure implant date (B)(6) 2009 (previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury was updated to events: dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hormonal changes, migraine, headaches, dental problems, fatigue, weight gain, hair loss. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera and ortho-tri-cyclen lo. Concurrent conditions included obesity. Concomitant products included iron since 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), premenstrual syndrome ("hormonal changes describe: excessive pms") and abdominal pain lower ("pain; lower abdomin") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced female sexual dysfunction ("apareunia") and alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraine/ migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), back pain ("lower back pain") and iron deficiency ("iron deficiency") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal- scheduled). Essure treatment was not changed. At the time of the report, the menorrhagia, dyspareunia, female sexual dysfunction, dysmenorrhoea, hormone level abnormal, migraine, headache, tooth disorder, fatigue, weight increased, alopecia, vaginal haemorrhage, premenstrual syndrome, abdominal pain lower, back pain and iron deficiency outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, iron deficiency, menorrhagia, migraine, premenstrual syndrome, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note din essure implant date (B)(6) 2009 (previously reported) and (B)(6) 2009. It was reported that essure removal was scheduled. Discrepancy noted as essure implant date : (B)(6) 2009. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan - in (B)(6) 2009: total bilateral occlusion. X-ray - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received. New events added: abnormal bleeding (vaginal), excessive pms, lower abdomen pain, lower back pain and iron deficiency. Concurrent conditions, concurrent drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.